Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing connected to the wrong point and caused leakage during use. The following information was provided by the initial reporter: the ex-tubing connected to wrong point therefore leakage occurred when punctured.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva 22 ga unit in an opened package from material number 383512, lot number 9135947. In addition, four photographs were also submitted which displayed similarities to that of the returned unit. A visual/microscopic evaluation of the returned unit revealed the extension tubing was detached from the clear winged adapter port. The extension tubing was adhering to the outside of clear adapter port. A water/air leak test was performed and air bubbles were observed coming from the end of the extension tubing by the clear winged adapter port. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a misalignment with the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing connected to the wrong point and caused leakage during use. The following information was provided by the initial reporter: the ex-tubing connected to wrong point therefore leakage occurred when punctured.